Event description:
It was reported the patients device is showing high impedance. No surgical intervention has been reported to date. No additional relevant information has been reported to date.

Event description:
Product analysis was completed and approved for the returned generator. The battery voltage was measured at 1.639 volts, confirming an eos condition. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event. Other than the noted event (no communication), there were no additional performance, or any other type of adverse conditions found with the pulse generator. Product analysis for the returned lead is still pending.

Event description:
Product analysis was completed on the returned lead. During the visual analysis of the third portion, the marked coil was found to be broken, the fracture mechanism could be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observation, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted devices were received into pa but product analysis is still underway.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.